Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the top, front processing cover not staying up/open on an architect c16000 processing module, serial number (B)(6). The fsr inspected the instrument and observed damage to the left, front hinge on the top processing cover. The fsr replaced the hinge, top front cover (rohs), part number 7-76748-01. No subsequent issues have been reported. A review of the instrument history did not identify any non-conformances or deviations with the likely cause part number and complaint issue. Manufacturing documentation for the likely cause part number was reviewed and did not identify any issues. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed the lid of their architect c16000 analyzer not remaining open when the lid is opened. During inspection of the analyzer, the field service engineer observed that the top left lid hinge was broken, and needed to be replaced. There was no injury, or impact to patient management reported. There was no patient involvement.